Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the adhesive on the bending section cover (a-rubber) is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive of the bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the additional failure is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.